Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-06222. The pt had 2 leads implanted with the same lot number. It was reported the pt experienced discomfort at the ipg site as well as the lead implant sites. Fluoroscopic images were taken and lead migration was confirmed. The pt's entire scs system was replaced with a new one.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.